Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that there was no battery, no battery charger and no foot pedal returned. There was a piggy back included. The warranty seal was partially removed. The outer enclosures were slightly separated near the battery compartment. A functional evaluation was performed. A test battery was inserted into the unit. The battery had to be slightly manipulated to slide into the battery connector. The unit powered up and pressurized, but the motor was noisy. The unit passed the weight test. After the weight test was performed the unit¿s power switch depressurized the unit, but then the unit would not pressurize. The unit¿s enclosures were opened and it was noted that two of the enclosure screw mounts were broken near the battery connector. The pre-pressure test jig was used to bypass the printed circuit board and the unit would still not pressure up. This eliminated the pcb as the failure. The power switch was pressed and then the motor was tapped with a socket wrench and the motor attempted to energize. The complaint was confirmed and the root cause has been associated with a defective motor. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event include worn brushes, defective windings or bearings or a defective stator or shaft. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Manufacturer narrative:
H10smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, during a shoulder case, the arm of the spider 2 tenet lost pressure. In consequence, the arm exhibited a loss of traction and could not hold in position. The procedure was completed without delay using the same faulty device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.